Event description:
Customer reported a hospitalization due to a hypoglycemic event. Customer stated he had treated an elevated blood glucose level but did not believe the insulin was being absorbed correctly due to a fatty pocket. He stated that after treating again, his body suddenly began to absorb the insulin, causing the blood glucose to plummet. The blood glucose reading at the time the paramedics arrived was 35 mg/dl. Customer was treated with IV glucose. Customer stated the event was not caused by a malfunction of the insulin pump. He also stated that this was not the first time he has experienced a problem with unabsorbed insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.